Manufacturer narrative:
The device history records for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the 13th november 2014. The device was returned for ¿device switches on as soon as pad-pak is inserted¿. Between the 3rd march 2018 and the 12th may 2019, the device records multiple manual power ons mainly 10 minutes duration which resulted in the depletion of an installed pad-pak. The fault was traced back to the corrosion observed on track 13 (on button) of the membrane tail which would account for the multiple manual power ons of mainly ten-minutes duration recorded in the history log and the device switching on upon insertion of the pad-pak. The faults could not be replicated when the corrosion was cleared from the membrane tail. This would confirm the failure of the returned membrane due to the corrosion on the membrane tail. The corrosion on the membrane tail was due to suspected storage outside the indicated conditions. However, this could not be verified by other means; e.g. No corrosion on screws or usb contact collars or elsewhere within the device.

Event description:
Device switches on as soon as pad-pak is inserted.there was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switches on as soon as pad-pak is inserted. There was no patient involved in this event.